Manufacturer narrative:
Eval, method: review of the device mfg record history. Results: review of device mfg record history confirmed device met pre-release specifications. Conclusions: the investigation is currently in progress.

Event description:
On (B)(6) 2010, a gore hybrid vascular graft was implanted in an av access application. The procedure was performed in the pt's right forearm, connecting the gore hybrid vascular graft to a previous av graft from the brachial artery to the basilic vein. It was reported that the graft occluded, then became infected. The graft was explanted on (B)(6) 2011.